Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about a month ago they had a return of symptoms. Patient said they would feel like they needed to go to the restroom and when they would stand up it would start leaking out. Patient said they turned therapy off for a week to "restart" the therapy and turned therapy back on and increased stimulation but they still felt a little "leaky" today. Patient said they were on program 2 and they have never felt this type of sensation before but they feel a sensation at the implant site on program 2. Patient said it wasn't like the stimulation they felt in their bicycle seat area but different. Patient said it felt like they could tell the therapy was being "activated". Agent reviewed information about stimulation sensation and therapy adjustments. Patient said they had been trying to get a hold of their company representative, but they had not been able to because the number was either disconnected or out of service. Agent looked up local reps in the area and couldn't find the rep patient mentioned. Patient said they wanted to ask a company representative advice on whether or not to change programs. Patient did not want assistance with changing settings during call. Patient was redirected back to health care provider. Agent let patient know that agent will send message to local representatives letting them know that patient would like their local representative's contact information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.